Event description:
The hcp reported the patient experienced an increase in pain and a persistent spinal leak. The hcp performed a catheter contrast study which revealed a small leak on the tunneled portion of the catheter, but it was not grossly leaking. The hcp explanted and replaced the patient's catheter. The patient recovered without sequela. The drug contained in the patient's pump was morphine sulfate (50 mg/ml), bupivacaine (40 mg/ml), and baclofen (250 mcg/ml) delivered at 0.0933 ml/day.

Manufacturer narrative:
.